Manufacturer narrative:
Additional contacts regarding the event: (B)(6), anesthesiologist, contact information unknown. The device is expected to be returned for investigation. It has not yet been received.

Event description:
The customer contact alleged the plum a+ device independently powered on and infused an unknown dose of remifentanil to a male surgical patient. The patient was immobilized and left with the assistant and surgeon, when the anesthesiologist returned to the room, the patient was cyanotic and moved to the right, falling from the stretcher. Subsequently, the patient was intubated and the staff confirmed there was an issue with the remifentanil. No further information has been provided.

Event description:
The customer provided an update to the event on (B)(6) 2019. The patient was scheduled for a surgical procedure, osteosynthesis material removal. Additionally, he experienced mild eyelid bruising after falling from the stretcher, which also required sutures to the scalp. The event prolonged the hospitalization for 2 days for further neurological evaluations and surgery. The patient recovered and was discharged from the hospital.

Manufacturer narrative:
Updates to contact name and describe event. Testing and investigation determined the device functioned as intended, no problem was identified.